Event description:
It was reported that the device would not power up with dc power; however, the device would power up with ac power. There were no reports fo pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed through functional and performance testing. The root cause of the reported problem was not determined. The device was returned to the customer for use.